Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 51 mg/dl and 83 mg/dl. Customer was hitting low but insulin delivery was not suspended. Customer also stated that insulin was suspended by the insulin pump. Customer stated that auto mode was still not putting on suspend delivery. Customer was ok now. The insulin pump will not be returned for analysis.